Event description:
The pt was implanted with a siltex low bleed gel-filled mammary prosthesis on 7/16/91. Subsequently, the pt experienced a rupture of the device, capsular contracture and pain. The device was removed on 1/12/99.